Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported last week they were charging the implant (ins) and its not locating the ins and not able to charge the ins. Patient stated the controller is charged up and charge when plug into the outlet. Patient stated the controller is showing an icon that he never seen before. Screen 81. Patient services (ps) asked patient to connect the controller and controller ins is empty connect the recharger and controller 100% charged and ins is red. Patient stated he never seen the icon for the controller before, screen 81 when looking at the screen. Ps reviewed icon meaning. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot and patient said the rtm gets hot on the paddle and cord but there is no damage on the rtm. Patent stated the rtm started to get warm couple months ago and slowly got worse. Ps asked patient to start a charging session and patient said the passive recharge screen came on. Ps reviewed the meaning of the passive recharge screen and the process. Patient stated his ins is empty and he needs to charge and how soon can the rtm get to him. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6).product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that the device was scrapped due to the recharge antenna failure of no device found and losing connection when charging and after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.